Event description:
It was reported that the user experienced hyperglycemia while using the ilet, noted by a dexcom g7 current reading of 309 mg/dl with a glucometer value of 373 mg/dl and elevated values outside 70¿180 mg/dl for approximately five hours; the user disconnected from the ilet, inquired about shutting it off, administered 12 units of lyumjev via subcutaneous pen as backup therapy, and reported that a physician had suggested thyroid medication could be contributing to elevated glucose. Symptoms included no acute clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms or alerts reported and no definitive device malfunction identified. It was concluded that hyperglycemia occurred with cause unclear and that use of backup insulin corrected the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.